Event description:
A caller reported an error with their continuous glucose monitor (cgm), identified as error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, leading to the resolution of the error. The caller successfully started their sensor session after the pump reset, and the cgm error did not reappear.